Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). Cause of elevated bg level was unknown. Bg was treated with intravenous fluids. Reportedly, customer left the ER (emergency room) 5 hours later with customer in stable condition.